Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not charge the pump battery and the pump shutdown as expected. Reportedly, the customer experienced an elevated blood glucose (bg) of 600 mg/dl and moderate ketones. Healthcare provider identified the ketone level as dangerous. A correction bolus was delivered to address bg. The customer was hospitalized and treated with saline fluids, an insulin drip, intravenous insulin, and a manual injection. The customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage.